Event description:
Additional information received reported patient did not have any concerns with their device or therapy.

Event description:
It was reported that the patient had an appointment on 2014 (B)(6). It was stated that the pump was turned off because 2 days after being implanted patient was on too high of a dose and was nauseated and sick from the pump. It was reported that the plan was to slowly increase dosing over the next 4 weeks from day of report. It was unknown what the pump system was delivering.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).